Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the event could not be determined with the available information.

Event description:
The affiliate stated the customer reported erratic total beta human chorionic gonadotrophin (tbhcg) results, for two patients, involving the access total bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. The customer¿s laboratory protocol states that all positive tbhcg results are automatically reflexed for reanalysis. Reflexed results were significantly different. The patient¿s sample was then aliquotted, re-centrifuged and reanalyzed. The result was corrected before any action was taken by the gynecologist. There was no patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within range at the time of the event. There was no evidence of sample handling issue. No system issues were noted. The instrument was in normal operation.